Event description:
A customer observed multiple, unexpected, vitros valp quality control results on a vitros 5,1 fs chemistry system. The following results were obtained: qc fluid biorad l1 = 20.0, 42.1 and 53.2 microg/ml vs. An expected result of 32.0 microg/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were run during the time frame of the event. There was no report that patient samples were affected, however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, unexpected, vitros valp quality control results were obtained on a vitros 5,1 fs chemistry system. The investigation was unable to determine a definitive root cause for this event. However, a vitros valp reagent issue, improper reagent handling, or an instrument issue cannot be ruled out as potential contributing factors. Acceptable performance was obtained when the customer put an alternate lot of vitros valp reagent into use. The root cause is unknown.